Event description:
It was reported that during a laparoscopic ventral hernia procedure, the doctor was firing the device to secure the mesh. While he was doing this, he had the physician assistant student palpating on the pt's abdominal wall. On the 23rd firing, the introducer went through the skin and the physician assistant's glove resulting in a stick to their finger. The student broke scrub and went to the infection control nurse to get checked out. The student's finger was cleaned and a band-aid was applied to their finger without further incidence. There was no pt consequence.